Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 50% stenosed target lesion was located in the calcified, moderately tortuous superficial femoral artery (sfa). The physician advanced a 5.0 x 20mm x 80cm wanda balloon catheter to dilate the lesion, inflated to 12 atm, the balloon ruptured during the first inflation. The procedure was completed with a different device. No complications were reported and the patient status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).